Event description:
On (B)(6) 2012, the patient called into animas customer support and stated when reviewing the pump with the health care provider, the time and date reset during a battery change and the basal rate cleared on the pump. There were reportedly no other basal settings programmed into the pump after the doctor reviewed the pump settings with the patient. There was no reported patient impact associated with this complaint. This complaint is being reported as the patient stated that the basal settings cleared on the pump without user intervention.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: the pump was exercised for 24 hours on a 1 unit per hour basal rate. After testing, the battery was removed for one hour and then the battery was reinserted. After removing and reinserting the battery, the pump history was reviewed and the basal program was still programmed to 1 unit per hour as previous programmed. A normal bolus, and audio bolus, and a bolus from the meter remote were successfully performed during investigation and all three boluses were accurately recorded in the pump history. There was no hypersensitivity to the keypad buttons observed. Unrelated to the basal settings complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.